Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 304 mg/dl and 400 mg/dl. The customer treated with manual injections. The insulin pump also received no delivery alarm. Troubleshooting was performed and the insulin exited at the tubing. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.